Event description:
It was reported that during a pph procedure, the stapler only applied the posterior hemicircumference of the staples. The anterior part was cut but not sutured. The case was completed by manually suturing. No adverse patient consequences.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 417 mg/dl, 301 mg/dl, and 172 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has any strips used during the incident. Replacement was sent.